Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 2:20 a.m., the patient was having a seizure. The patient's partner noticed and immediately called 911. The patient was unsure what his dexcom app was showing at that time, and his blood glucose was not checked via fingerstick before emergency medical services (ems) arrived. When ems arrived, the patient was given glucose gel. He is not sure if ems performed a fingerstick test. Ems remained on scene for a little over an hour. The patient reported having spotty memory of the event and could not recall additional details. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that at around 2:20 a.m., the patient was having a seizure. The patient's partner noticed and immediately called 911. The patient was unsure what his dexcom app was showing at that time, and his blood glucose was not checked via fingerstick before emergency medical services (ems) arrived. When ems arrived, the patient was given glucose gel. He is not sure if ems performed a fingerstick test. Ems remained on scene for a little over an hour. The patient reported having spotty memory of the event and could not recall additional details. No other details were documented .data investigation confirmed an alert issue as no audio output. The probable cause is alert set to vibrate only. It was noted in connection with the allegation that the app delivered low and urgent low alerts, as expected, per patient settings. The app delivered these alerts at 0% volume from 01:30 am to 01:50 am minutes as these alerts were set to vibrate only. After 20 minutes of urgent low alerts at 0% volume, at 01:55 am, the app delivered the urgent low alert at 50% volume, by design, and the alert was acknowledged at 01:56 am. After acknowledgement, the estimated glucose values remained below the urgent low alert threshold of 55 mg/dl. After the fixed 30-minute snooze duration, the app delivered urgent low alerts again at 0% volume from 02:25 am to 02:40 am. The app delivered urgent low alerts at 50% volume at 02:45 and at 100% volume at 02:50 am. The urgent low alert was acknowledged again at 02:51 am. No additional patient or event information is available.